Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No further anomalies were identified. The product was released according the manufacturer's acceptance criteria. A complaint lot history examination indicates there were three other complaints for this reported issue. One 25 gauge probe was returned for evaluation. The sample was visually inspected using 25x magnification and found to be conforming. Actuation testing were performed and deemed conforming. Cut and aspirating testing was performed and deemed conforming the root cause for this complaint issue is unknown because the returned sample was conforming to specification. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a cutting failure suddenly occurred during surgery. The aspirating and actuating conditions are unknown. The issue was resolved after replacing the product with another one. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.